Manufacturer narrative:
(B)(4) the reported complaint "after the third pull, the capsular tab was in the keyhole" was confirmed upon investigation of the returned sample. Visual and dimensional analyses revealed that the device encountered the following failure modes: ul- CT pull through. The cartridge experienced a CT pull-through, as evidenced by the CT present, unsheathed, and pulled into the tip of the needle. The CT was still able to be deployed despite the encountering a bone strike and accompanying needle damage. Ul- needle damaged. Approximately 1.5 mm of the tip of the needle is found broken off and missing. Needle damage occurs when the needle strikes bone. The ue was deployed onto the side of the CT. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the root cause of this issue was identified as being related to unintentional user error.

Event description:
It was reported that "dr.(B)(6) deployed the first implant, after the third pull, the capsular tab was in the keyhole. I believe it is a partial capsular tab pull through".the patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "dr. (B)(6) deployed the first implant, after the third pull, the capsular tab was in the keyhole. I believe it is a partial capsular tab pull through". The patient's current condition is reported as "fine".